Event description:
It is alleged that a pt developed a rectal ulcer due to use of the device. The initial report indicates that the indwelling cuff of the device may have been inflated over the recommended volume which may have caused or contributed to the event.